Manufacturer narrative:
(B)(4). Results and conclusion: (insufficient overlap).

Event description:
An endurant stent graft system was implanted 1 month ago for the endovascular treatment of an abdominal aortic aneurysm of unknown diameter. Vessel morphology was reported as mild tortuosity without severe bends or calcium. It was reported that the contralateral limb was deployed inside the bifurcated stent graft, at the gate, with 2.5 cm of overlap. When it was deployed, the proximal end of the limb faced side ways. The wire was hugging the medial part of the graft during deployment, which likely led to a sideways-oriented deployment of the stent graft. The physician inserted a balloon within the stent graft and straightened the stent graft out. There was no endoleak and no further intervention was required. No clinical sequelae were reported, and the patient is fine.